Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that the teeth on the screwdriver broke while trying to remove a screw during a lower extremity surgical procedure. The broken teeth from the device were removed from the pt. A power screwdriver attachment in the surgical set was used to finish the procedure. Integra has requested add'l clinical info.